Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm3) was analyzed and system logs review confirmed errors 31226 and 32114, indicating a communication fault on the axes controller, motor (acm) and axes controller spar (acs). A visual inspection revealed no related issues. Testing on an in-house system replicated the reported errors, including 40084. On the patient side cart fixture test platform (pftp), fiber tests failed for the clock spring, parallelogram, and rolling loop assemblies. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the clock spring, parallelogram and rolling loop assemblies of the usm. This issue was resolved by replacing the usm3.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system for errors on universal surgical manipulator (usm3). Fse verified normal start-up but did not observe any errors on initialization. Fse inspected system logs and noted errors: 31226, 40084, 32114, 32097, 32096, 31199, 25732, 25731, and 25733 on ac_3d and ac_3e on armnet 3, pointing to usm3. Fse replaced usm 3. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the user informed the technical support engineer (tse) that they encountered error on the universal surgical manipulator (usm)3. The tse reviewed the system error logs and confirmed the occurrence of the error. The tse explained to the user that the error would persist if usm3 were re-enabled through a power cycle. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.